Event description:
Three resolute integrity drug eluting stents were implanted during the index procedure; one in the distal lad and two in the mid lad. The following day, the patient was reported to have suffered an mi (peri-procedural). The investigator reports that the event was not related to the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of the procedure (mi).